Event description:
It is reported that the device was implanted in 2005. The pt was discharged from the hospital in 2006. The pt began to apply full weight two months later. The following month, the surgeon found that the screw inserted in the static hole of distal was broken. The revision surgery date is unk.

Manufacturer narrative:
Eval summary: pt build and activity level suggests that the screw may have broken due to overloading. Also, the healing period may be insufficient to apply full weight. No product or x-rays were returned for evaluation. Device history records are intact and conforming indicating MFR to specification.